Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates patient was revised due to pain; elevated metal ion levels; milky appearing fluid. The revision operative report also indicated the patient's pelvic bone was extremely thin and had some loss of the medial wall. The information received does not change the MDR decision.

Manufacturer narrative:
Corrected: date rec. By mfg. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 litigation papers received. Litigation alleges metallosis. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised due to pain.